Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis as spinal stenosis. For which patient underwent posterior spinal fusion at levels t10-illium. Intra-op, while surgeon was implanting a screw under power, the screwdriver tip broke off, rendering the screwdriver inoperable. The product came in contact with the patient. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.